Event description:
It was reported that the device had an electrical reset seen on the carelink transmission that did not reset parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.